Event description:
Customer's father reported a delivery anomaly. Customer stated that they went to deliver a bolus however the insulin pump showed 14.7 units of active insulin. Customer believes that the insulin pump delivered a bolus without input from the customer. Customer's current blood glucose reading is 290 mg/dl and has treated with the insulin pump. Troubleshooting was performed and all the settings appeared to be normal. Low reservoir alarm was noted in the alarm history. Displacement test was performed and passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.